Event description:
Baxter health care corp., received a report from the field that when bloodline was removed from package a "severe kink" was noted in the arterial line near the patient connector. Product was not used for treatment. Will monitor for future trends.